Manufacturer narrative:
On 22-nov-2016, a tss conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the results reported by the customer were higher than the acceptable range on both levels. On the day of testing, one control was lower than the established range. The customer had a periodic maintenance (pm) scheduled for the following week. After the pm the customer recalibrated the assay and rerun the survey samples that were within range. The most probable cause of the reported event was due to a need for overdue pm. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a failed api survey with their aia-600ii analyzer. The customer is unable to run testosterone patient samples. A technical support specialist (tss) provided telephone assistance to address the reported event, which resulted in delayed reporting testosterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.